Manufacturer narrative:
This event is being reported as serious injury due to the reported capsular contracture, baker grade iii with planned surgical intervention. The related report for the second strattice piece will be submitted with abbvie identifier (B)(6). A review of the device history record for strattice lot sp200010 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. If additional information is made available, a supplemental report will be submitted.

Event description:
Healthcare professional reported via medical information that a patient implanted with breast implants and strattice developed a second capsular contracture in both breasts and higher than the left. This record represents the right side strattice device. Healthcare professional later reported "grade 3 cap con right breast." This record represents 1 of 2 strattice devices.